Event description:
It was reported that the device had disconnected while infusing. There was patient involvement but the impact is unknown.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Annex a : a0401, a020601 , a040502 , a0801. Annex g : g02017, g0204002 , g04037, g0301204. Annex b : b01, b14. Annex c : c07, c17, c070606, c02. Annex d : d15, d02 , d07. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had disconnected while infusing. There was patient involvement but the impact is unknown.